Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump has alarmed unexpectedly 3 times in less than 1 year. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No pump error 53 alarm noted during testing and no pump error 53 found in the pump history download. No cosmetic damage was noted.